Event description:
The customer alleged the device scopes fogged after processing them in the sterrad unit for the past six months. The customer stated that the manufacturer of the scopes reported that due to exposure to high temperatures in the sterrad unit, the seal of the lenses were compromised. The customer stated that the facility has started an investigation to see what may be the cause of the issue. There were no patients involved.